Event description:
Consumer called to report accuracy issues with his meter. Analysis run on clark error grid using mean avg reading (159) as reference point vs. Bd readings (60, 360, 56) yielded some data points in the c range of the grid, outside acceptable limits.